Manufacturer narrative:
The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Onsite investigation revealed that the image acquisition system (ias) application failed to start upon testing due to a corrupted hard drive. Replacement of the ias computer resolved the issue. No further issues were reported. Replaced ias computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system became unresponsive and displayed a 'system disconnected' message, this happened after they selected the lift and shift option. They manually opened the gantry from around the patient and removed it from the operating room. The site completed the surgery with a different system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.